Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of loop detached.

Event description:
It was reported to boston scientific corporation that a captivator cold was used in the sigmoid colon during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the wire loop snapped and separated from the catheter. Strand was retrieved using a biopsy forceps. The procedure was completed with another captivator cold. There were no patient complications reported as a result of this event.